Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons were sticking and required multiple presses to elicit a response. The reporter denied damage to the keypad or pump and denied water exposure. The patient reportedly wore the pump under a garment, against the body and cleaned the pump with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the ok keypad button had intermittent response and all the other keypad buttons responded appropriately. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.